Event description:
It was reported that the balloon ruptured. A 2.50 mm x 30.00 mm agent dcb was advanced for treatment of severely calcified in-stent restenosis in the left anterior descending artery (lad). The balloon failed to cross the lesion and burst. The procedure was completed with another of the same device. No patient injuries reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual / tactile inspection and microscopic analysis performed. A kink was observed in the inner lumen distal to the proximal markerband. A 1.5cm longitudinal tear was observed at 1.5cm proximal to the distal tip.

Event description:
It was reported that the balloon ruptured. A 2.50 mm x 30.00 mm agent dcb was advanced for treatment of severely calcified in-stent restenosis in the left anterior descending artery (lad). The balloon failed to cross the lesion and burst. The procedure was completed with another of the same device. No patient injuries reported.